Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2020, mentor received additional information regarding the patient's weight and height. The patient's weight is 134lbs and height is 5'4". The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On october 14, 2020, mentor became aware that the following information were erroneously omitted from the supplemental report (follow up 1) sent on october 10, 2020: on september 25, 2020 per the photo of the returned device, on october 2, 2020 per the device's diagram, and per mentor device tracking, mentor became aware that the correct suspect medical device's lot number and serial numbers are the following: lot: 7569143 serial number: (B)(6). A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On october 14, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced postoperative left-sided grade iii capsular contracture. As a result, the patient underwent explantation on (B)(6) 2020.